Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no connection with philips equipment and the additional external video signal box didn¿t provide an output signal to the philips system. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse did not find any irregularity in the operation of the wcb (wall connection box) video path which was placed on the path of the flex vision monitor. The fse informed the customer that there were no malfunctions on the side of the "media boxes". The reported issue didn¿t reoccur and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon functional testing, there was no failure with the system and it was working as per specification. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that the device lost the image. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.